Manufacturer narrative:
Product event summary #(B)(4) - the full lead was returned and analyzed. Analysis revealed that the distal lead conductor was distorted due to over-rotation.

Event description:
It was reported that during the implant attempt, the physician tried several attempts to place the atrial lead. After multiple deployment/retractions of the helix, the helix no longer seemed to work. The lead was not used and the physician elected to implant a single chamber device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).